Event description:
It was reported that this pacemaker protruded and was stretching the skin over the device. Further information confirmed the device did not erode through the skin. A pocket revision was performed and the device was placed subpectorally instead of subcutaneously. The device remains in service. No additional adverse patient effects were reported.